Event description:
It was reported that during a hammer toe procedure at the user facility, the saw was running without user activation when it was plugged in. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported. It was reported that during testing conducted at the MFR facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.